Event description:
Ventilator went vent inop, and alarmed during checkout. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed the reported problem. The service technician replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.